Event description:
A doctor contacted baxter (B)(4) regarding a leak during use just after the last fill. The doctor stated that the line and bag were connected but separated and solution leaked. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for a leak was not confirmed and the root cause could not be determined. A sample evaluation was performed and during the visual inspection no abnormalities were noted. The uv spike tip was measured, dimensions were within the specification.

Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.